Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. D4: lot number: unknown, however the potential lot number is 0000344973. One 6fr angio-seal vip was returned to terumo medical corporation for product evaluation. The returned sample included the arteriotomy locator, hemostasis sheath and carrier tube assembly. The returned sample was subjected to visual analysis. There were dried blood-like substances on the returned device. The hemostasis sheath was mated to the carrier tube assembly and the locking mechanism was set to rear lock position. The anchor was observed to not be released from the tip of the hemostasis sheath. The hemostasis sheath was cut at the tip. Based on the state of the returned device, functional testing not be performed. The complaint can be confirmed for non-deployment pullout. The exact root cause cannot be determined. The likely root cause is there was an obstruction that prevented the anchor from posting to the tip of the hemostasis sheath. The design history file cannot be reviewed since the lot number was not provided. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).

Manufacturer narrative:
A1: patient identifier: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: lot number: potential lot 0000344973 d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: supply the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that once the procedure was completed, angio-seal was opened and prepared for deployment. Proper steps to insert device and deploy were taken. When it was time to pull back on the angio-seal to set the footplate and utilize the tamper tube to depress the collagen and complete the close it was noticed that the entire device was withdrawn from the body without it completing the close. Staff then cut the device to insure that the footplate, suture, collagen and the tamper tube were not left in body. Manual compression was then performed and the procedure was completed with no additional complications. Estimated blood loss was less than 250cc. Additional information was received on (B)(6)2023: the procedure was a left heart catheterization (lhc).